Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead was inserted in the introducer with no anomalies, kinking or resistance. Concomitant medical products: product ID: 694758, serial# (B)(4), implanted: (B)(6) 2010, product ID: d224vrc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds as well as "increasing" impedance and thresholds. The lead was capped and replaced. During the attempted implant of a new rv lead, the lead became kinked while introduction into the patient's body after repeated toggling with the lead to find a suitable placement. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.